Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a fiber optic sensor failure occurred. The pressure port was used to obtain the pressure, but the waveform was not the best. Therapy was discontinued after approximately 10 days. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The optical fiber was found to be broken within the catheter tubing approximately 58.9cm from iab tip. The optical fiber was found to be broken, confirming the reported problems. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period mar-2020 to feb-2022 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).